Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a rapid blood glucose decline after the ilet delivered approximately 28.7 units of corrective insulin over less than three hours, reducing glucose from about 294 mg/dl to 92 mg/dl, with the cause unclear and no device alerts reported. Symptoms included hypoglycemia with rapidly dropping glucose. Outcomes included self-management without medical intervention, consumption of carbohydrates to prevent further decline, and subsequent stabilization with glucose trending upward. Investigation included review of device-reported insulin delivery history and review of recent glucose trends compared with prior days, as well as user education and outreach for additional training. Investigation of this case revealed an unclear cause for the increased corrective insulin relative to prior similar hyperglycemic periods, with no alarms and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.